Event description:
Additional information received and reported that a minor wound burn was noted in the main incision. The surgeon shared the post-operative day 1 results, indicating that the patient's eye cornea remains clear. The patient¿s well being and vision are not affected.

Manufacturer narrative:
Additional information is provided in sections b.5 ,h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract with intraocular lens implant surgery, ophthalmic handpiece, tip and cassette had no aspiration and phaco power during the sculpt mode. The nurse then opened a new fluidics management system and changed with new handpiece and successfully primed it for surgery use. However, the second handpiece with new tip still unable to do sculpt. The nurse decided to change to a handpiece with another new fluidics management system. The surgery manage to be completed smoothly. Unfortunately, there was a wound burnt observed in the main wound incision and surgeon use suture and close the incision.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).